Event description:
During a nursing visit to home client fell from hoyer lift when hha was trying to get client back into w/c. Wheel of hoyer snapped off and hoyer lift tipped over. Hha prevented client from hitting his head on the w/c and eased his fall to the ground. Incident occurred at 3:45 pm. The physical therapist and rn were in the kitchen discussing poc for chest after surgery with mother. Heard a "crash" and a yell from client & hha. Found pt on the floor. Vss. No s/s of injury. Assisted client back to w/c.